Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented prior to an unrelated surgery for interrogation of the implantable cardioverter defibrillator. It was discovered that the device was in backup operation due to a brain scan that was performed without magnetic resonance imaging (MRI) programming. No intervention was reported. Further information was requested but not received.

Event description:
New information received notes that the device was restored via programming. The patient was stable.